Event description:
Livanova deutschland received a report that a s5 roller pump 150 gave a motor controller fault error message every time the pump was turned on. Customer attempted to install the pump on another console and swap out the power outlets, but the issue persists. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. E.1. The country is (B)(6). H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaint database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on all evidence, the root cause of the reported event was traced back to a bad cable connection, which was definitively fixed by the field engineer during the service activity. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
The issue has been resolved by removing the pump head and disconnecting all the socket cables from the board, then reinstalling the pump head and reconnecting the sockets. After this procedure, the pump has been tested, and no further errors have appeared. Most probably, the problem was due to a bad connection in one of the cable sockets. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.